Event description:
Patient reported the buttons on the pump were not working properly. Patient stated she had to push the buttons on the pump several times to set the data and hour. Patient reported the buttons are not working at all during the call. No adverse event reported. Requested return of the alleged pump for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).